Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited two out of range shock impedance measurements. Boston scientific technical services (ts) discussed that the increase could be due to patient physiology and lead calcification, but integrity testing was recommended. The ICD and the right ventricular (rv) lead remain in service. No adverse patient effects were reported.